Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 20mm in length and 2.50mm in diameter, 80% stenosed, and de novo target lesion being treated was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The lesion was predilated with 2 non-bsc balloon catheters with diameters of 1.25mm and 2.00mm, resulting in 50% residual stenosis. A 2.25x24mm promus element stent delivery system was then advanced to the lad, however it would not cross the lesion and the distal end of the stent became damaged. Additional predilation was performed with 2 non-bsc balloon catheters with diameters of 2.00mm and 2.50mm. A 2.00x15mm non-bsc bare metal stent was then advanced to the lad and deployed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 20mm in length and 2.50mm in diameter, 80% stenosed, and de novo target lesion being treated was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The lesion was predilated with 2 non-bsc balloon catheters with diameters of 1.25mm and 2.00mm, resulting in 50% residual stenosis. A 2.25x24mm promus element stent delivery system was then advanced to the lad, however it would not cross the lesion and the distal end of the stent became damaged. Additional predilation was performed with 2 non-bsc balloon catheters with diameters of 2.00mm and 2.50mm. A 2.00x15mm non-bsc bare metal stent was then advanced to the lad and deployed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the tip was slightly flared. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).